Event description:
While using the laparoscopy instruments for a surgical procedure, a spark and flame was noticed at the connection site of the cord and instrument. Fire was put out. All equipment was taken out of service. No harm to pt or staff.